Event description:
It was reported to st. Jude medical that noise was detected on stored egms. The x-rays and impedance measurements appeared normal. During arm movements and exercises to reproduce the noise it was stated that there were no r waves being sensed in the bipolar configuration and that the far-field looked fine. The egms indicated undersensing and noise. Believing the lead wire to be the cause of the noise, the decision was made to change out the lead. The device was also replaced to accommodate a new tvx-adl system configuration. However, st. Jude medicals analysis of the ICD revealed a device anomaly which could have caused or contributed to this event.